Event description:
Related manufacture reference number: 2017865-2024-33668. It was reported that the patient presented post-implant procedure. Interrogation noted that the patient's atrial lead was oversensing far r wave and providing inappropriate pacing in the right ventricle. Lead dislodgement was confirmed via subsequent x-ray. The reported lead was repositioned on (B)(6) 2024. During procedure, it was noted that the right ventricular (rv) lead exhibited low sensing amplitude. The rv lead was repositioned during the same procedure. The patient was in stable condition.